Event description:
It was reported that: while the device was ventilating a patient, the user noted that the device posted a high airway pressure and high tidal volume alarm. The user heard a leak sound coming from the back of the device and noted that the device was delivering 1000 ml and was set to deliver a tidal volume of 500 ml. The patient was transferred to another device. No patient injury.